Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bag of bd¿ oral syringes with tip caps was contaminated. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that a bag of bd oral syringes with tip caps was contaminated. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Two photos and 1 bag of samples depicted in the photos were received and evaluated. One bag of 3ml amber oral syringes was received, confirmed to be from batch #8236730 (p/n 305210). The syringe bag contained a small sealed bag of white tip caps. A gray fuzzy foreign matter was observed inside the tip cap bag. It appeared to be a small ball of dust composed of tiny fibers and a longer fiber clumped together. The foreign matter was sent for ftir analysis to better identify the foreign matter. The fm was larger than level 3 in size and is rejectable per product specification. Fourier transform infrared spectroscopy (ftir) analysis was completed on the fuzz and the long thread of material observed in the tip cap bag. A small portion of each material was prepared for ftir spectral analysis. The spectral analysis shows that the fuzz is most likely a combination of polyethylene and poly(ethylene terephthalate) while the long thread is most likely cellophane. The tip cap bag material is primarily composed of the material identified in ftir analysis. Investigation into the tip cap process identified a hidden catch area for the buildup of particulates. Investigation also revealed exposed area in the material transfer process with potential for fm contamination not associated with the fm found in this complaint buildup of particles from the tip cap bagging process on the machine tooling (hidden catch area) due to inadequate cleaning plan of the machine tooling. Corrective: machine tooling was cleaned. Completed: (B)(6) 2018. A pm plan will be modified to include cleaning of the identified hidden catch area. Due date: (B)(6) 2018. Preventive: a protective guard over a currently exposed area of the material transfer process will be installed to help protect tip caps in the bagging area. Due date: (B)(6) 2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.